Event description:
Product was used to close a laceration above the eye of a pt. The product dropped into the pt's eye and the eyelids were bonded together. The caller was advised to apply ophthalmic ointment to the eye to help break the bond. The attending confirmed that the laceration was above the eye and no protective measures (head tilt, gauze, or petroleum jelly) were taken to prevent the flow of the adhesive into the eye. The eyelids were separated by hand. There was no adverse pt consequence. The pt's condition is reported to be good. There was no more information provided.